Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report of one (1) ce infusor lv10 device which was filled with timentin 9.3g. The device reportedly failed to run. There was patient involvement (two were used). However, no patient injury or medical intervention was reported. This is report 2 of 5.